Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise; it was noted that the lead was not fully inserted into the header. The lead was explanted and replaced.